Event description:
Emts responded to a patient, down time approx 10 mins. Reportedly when device attached to patient, connect electrodes indication. Operator checked all connections, powered device off and back on in an attempt to clear connect electrodes message. Back up device used with the same patches, connect electrodes indication with back up device. Patches replaced. Second device continued to display connect electrodes. Patient was not resuscitated.